Event description:
Physician used two in.pact amphirion paclitaxel-eluting pta balloon catheters to treat a lesion located in the peroneal artery of the left leg. Revascularization of the peroneal artery and left posterior tibial artery was required approximately 8 months post index procedure. Two amphirion deep pta balloon catheters were used to treat the posterior tibial artery and one was used to treat the peroneal artery. Approximately 9.5 months post procedure, re-occlusion of the posterior tibial artery occurred. Investigator reports that it is highly probable the event was related to the study device/ procedure. Revascularization of the posterior tibial artery was performed with three amphirion deep pta balloon catheters. Revascularization of the posterior tibial artery, popliteal artery and anterior tibial artery was performed approximately 12.5 months post index procedure. An admiral xtreme pta balloon catheter treated the popliteal, and two amphirion deep pta balloon catheters treated the posterior tibial artery and anterior tibial artery. Amputation of the third digit on the left toe was reported to have occurred approximately 6 months post index procedure. Investigator reports that the event was not related to the study device/ procedure. Re-stenosis of the posterior tibial artery and worsening of rutherford classification was diagnosed approximately 18 months post index procedure. Revascularization of the sfa, tibial-peroneal trunk artery and popliteal artery of left leg was performed approximately 18.5 months post index procedure. It was confirmed that a pacific xtreme pta balloon catheter was used to perform revascularization of the popliteal and a pacific xtreme balloon was used to perform revascularization of the tbt. Patient expired due to cardiac arrest approximately 19 months post index procedure. Investigator reported that the event was not related to the study device and procedure.

Event description:
The reason for the previously reported amputation performed approximately 6 months post index procedure was confirmed as re-occlusion of the left posterior tibial artery and new wound appearance.

Manufacturer narrative:
(B)(4). Evaluation, results: patient conditions predisposed to event (worsening of condition); inherent risk of procedure - (restenosis). Conclusions: device failure/ lack of effectiveness related to patient condition (worsening condition); inherent risk of procedure - (restenosis).